Event description:
Healthcare professional reported "the inner capsule of the right silicone implant was observed to be lobulated and separated from the outer capsule. Silicon specific increases are monitored. The findings were evaluated in favor of intracapsular rupture. ..a few reactive lymph nodes with a fatty hilus were observed in the right axillary fossa, the largest of which was 8x14 mm in size. Diagnosed with MRI. Later reported 'breast MRI was performed due to complaints of breast swelling and tenderness... It was reported that the integrity of the prosthesis was lost,". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 16-aug-2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ pain: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b6, d4, d6a, d6b, d9, h3, h4, h6, h11.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and lymphadenopathy.

Event description:
Healthcare professional reported "the inner capsule of the right silicone implant was observed to be lobulated and separated from the outer capsule. Silicon specific increases are monitored. The findings were evaluated in favor of intracapsular rupture. A few reactive lymph nodes with a fatty hilus were observed in the right axillary fossa, the largest of which was 8x14 mm in size. Diagnosed with MRI. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: edema: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healtchare professional reported "the inner capsule of the right silicone implant was observed to be lobulated and separated from the outer capsule. Silicon specific increases are monitored. The findings were evaluated in favor of intracapsular rupture. ..a few reactive lymph nodes with a fatty hilus were observed in the right axillary fossa, the largest of which was 8x14 mm in size. Diagnosd with MRI. Later reported 'breast MRI was performed due to complaints of breast swelling and tenderness. It was reported that the integrity of the prosthesis was lost." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "the inner capsule of the right silicone implant was observed to be lobulated and separated from the outer capsule. Silicon specific increases are monitored. The findings were evaluated in favor of intracapsular rupture. A few reactive lymph nodes with a fatty hilus were observed in the right axillary fossa, the largest of which was 8x14 mm in size. Diagnosed with MRI. Device has been explanted and replaced.